Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l75111, implanted: (B)(6) 2000, explanted: (B)(6) 2019, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 13-may-2017, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid 15 mg/ml for a total dose of 3 mg via an implantable pump for spinal pain. It was reported the patient experienced withdrawal symptoms. It was reported the patient fell into a railing, and felt like their catheter dislodged. A dye study was performed without a rep present. After the dye study, it would found that the catheter was no longer in the intrathecal space. All new catheters were placed intrathecally on (B)(6) 2019. All catheters implanted at the time of dislodgment were replaced on (B)(6) 2019. The catheters would not be returned as the customer discarded the catheters. It was noted that the issue was resolved at time of report. The event date was (B)(6) 2019. The patient's weight and medical history were asked, but unknown. The patient's status at time of report was alive- no injury. No further complications were reported/anticipated.